Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultra2 meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 8:30 am. She obtained glucose results of "138 or 148mg/dl" on the subject meter and "85 mg/dl" on another meter. It is unknown what time of difference there was between the two results. . She stated that she manages her diabetes with pills, diet and or exercise and due to the alleged issue she continued her usual diabetes management routine. The patient claimed on (B)(6) 2011, at 2:30 pm, after the alleged issue started, she felt "shaky". She denied receiving any form of medical treatment in response to her symptom. During the initial call with customer service, the agent noted that the patient had been using the correct unit of measure set in the meter. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she obtained an inaccurate high reading on the subject meter, and allegedly developed symptom suggestive of hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.